Event description:
Customer reportedly received the following results on a aviva ii meter, compared to a professional meter, within 10 minutes: 79 mg/dl (aviva ii) and 153 mg/dl on professional meter. Customer reportedly tested in the evening at 9:32pm with a result of 177 mg/dl; did not eat a snack as advised by his doctor since the reading was above 140 mg/dl. The customer also injected 36 units of glargine at 9:30pm. Customer's wife discovered him in a cold sweat and unable to wake him (loss of consciousness); paramedics were called and treated him with a glucose injection. Wife then fed him after he regained consciousness. Requested return of suspect device for evaluation and replacement was sent.